Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that this voyager was used for pre-dilatation of mid left anterior descending (lad) artery. The 2nd inflation was not successful as the balloon could not be inflated fully at 10 atm under angiogram. He suspected the balloon was defected and so he replaced with a new voyager to pre-dilate from mid to prox lad. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: a conclusive root cause would not be determined for the balloon rupture. Eval summary: the balloon catheter was returned with blood in the sidearm and blood and contrast in the inflation lumen and in the balloon. The balloon was returned loosely folded. There was a longitudinal rupture in the balloon for a length of 18 mm starting at the proximal balloon taper and ending at the middle of the distal balloon marker. There was a radial scratch in the balloon 5 mm proximal to the distal balloon marker. The scratch was 0.5 mm in length. There was a kink in the hypotube 35 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. Balloon ruptures can be affected by numerous factors including, but not limited to , balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. No pt anatomical info was provided, which may have aided the eval. Analysis of the returned catheter noted blood visible in the sidearm, as well as blood and contrast in the inflation lumen and the loosely folded balloon. This suggests that the catheter was prepared for use, pressurized during the procedure and is consistent with a leak or balloon rupture. The analysis confirmed that there was a longitudinal rupture in the entire working length of the balloon. Additionally, there was radial scratch on the outer surface of the balloon adjacent to the rupture site. In this case, evidence of damage on the balloon suggests that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use and the balloon was successfully inflated once without difficulty, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damaged during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon a second inflation below its rated burst pressure (rbp), 14 atm. To ensure this type of damage is not a result of a potential mfg or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. There was also a kink observed in the hypotube shaft, 35 cm distal to the strain relief tubing. As this damage was not originally reported, the hypotube may have become kinked during the procedure or due to further handling while the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. In this instance, based on the info rec'd with this complaint and analysis of the returned product, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rupture cannot be determined. No corrective action will be implemented in this case, as no definitive cause could be determined and there does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances.